Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: defective esm board. Correction: esm replacement.

Event description:
The following was reported to hamilton medical ag: the hospital staff heard an emergency alarm from the hamilton-c6. Then, 'panel connection lost' message appeared on the screen. He reconnected the vu-ip cable, then the screen turned black. So, he replaced the hamilton-c6 with another ventilator (pb980). He moved the hamilton-c6 to his office and turned it on, but the screen was frozen during loading screen.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: defective esm board. Correction: esm replacement. Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information as requested.

Event description:
The following was reported to hamilton medical ag: the hospital staff heard an emergency alarm from the hamilton-c6. Then, 'panel connection lost' message appeared on the screen. He reconnected the vu-ip cable, then the screen turned black. So, he replaced the hamilton-c6 with another ventilator (pb980). He moved the hailton-c6 to his office and turned it on, but the screen was frozen during loading screen.